Event description:
It was reported that during a lap para esophageal hernia repair procedure, the device's tissue pad started to melt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.